Manufacturer narrative:
Update to d4. After further investigation, it has been determined that the lot number is 59225010049. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that the catheter had come out of the patient and was noted to be broken in half with the balloon intact. A new catheter was inserted. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the catheter had come out of the patient and was noted to be broken in half with the balloon intact. A new catheter was inserted.